Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer believed that the recommended bolus amount was inaccurate as the customer alleged the pump was "defaulting to 12 units". No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.